Event description:
A nurse reported that during a cataract/vitrectomy procedure, the vitrectomy probe "broke down" and the tip broke in two pieces inside the pt's eye. No fragments from the tip fell into the pt's eye, and the doctor immediately removed the equipment from the eye. The procedure was completed with a replacement, and there was no pt harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).